Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. At the time of the report, the patient was recovered from the events. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The patient was treated with oflox ornidazole tablets (twice a day for 5 days) for the event. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.